Event description:
Additional information was provided by the customer: the intended procedure was a therapeutic procedure, and it was completed by replacing other device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h3, h4, h6, h11. Corrected fields: d4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water ingress in the main unit imaging, water ingress in the camera cable, looseness in the camera cable and a pixel defect (white blemish). Based on the results of the investigation, it is likely the following led to the malfunction: video connector was cracked, and because it could not maintain airtightness, moisture entered the interior, causing water to enter the main unit and camera cable. The most probable cause of the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had suspected disconnection and also noise occurred. There were no reports of patient harm. .